Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that articular surface would not seat. A different articular surface was used.